Event description:
The hcp reported the pt had been hospitalized for 3 weeks for a bowel obstruction. The pt then had a reprogramming of the pump done. One day later, the pt began to experience spasms, clonus, diaphoresis, possible seizures, and a fever up to 102 degrees. The pt was hospitalized, an interrogation of the pump was done and revealed the pump had stopped and was reading a volume of zero. The pump was refilled, the pt was bolused, and spent one more day in the hosp. The pt recovered without sequela, is back to baseline, and is doing fine now.